Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had no vision in the left eye. There was no report of patient injury. The procedure was converted to open for unspecified reasons, but the customer stated it was not related to this reported endoscope issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. It was found there was no image in the endoscope left eye, and the tip heater current was out of range. The camera instrument adapter (aea) was damaged or had a friction issue. The desiccant container was damaged or has loose desiccant balls.